Event description:
Procedure type: bowel resection. According to the reporter: they fired the stapler as normal and it appeared to fire and look normal, but as they moved the bowel slightly the line on both sides came apart. After closer inspection they realized that the line did not have any staples in it and nor were there any staples in the abdominal cavity as there would normally be. They inspected the stapler and the cartridge and it appeared that it fired correctly and cut but there was not any staples in the stapler. They used 2 ta60 staplers to close the open bowel. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).